Manufacturer narrative:
Insulin pump received with blank display and constant tone due to moisture damage on the electronics assembly. Unable to perform all functional testing including the operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime/ compromised force sensor system and excessive no delivery test or verify missing segment/partial display anomaly due to blank display. Insulin pump received with moisture damage motor, vibrator, keypad and battery tube assembly. Insulin pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, stained end cap sticker, stained address/serial number label, cracked belt clip slot, cracked case reservoir tube window corner, cracked lcd window and cracked battery tube threads.

Event description:
The customer reported via phone call that insulin pump had display anomaly. The customer's blood glucose was unknown. The customer reported that the black lines on the display. The insulin pump will be returned for analysis.